Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 284 mg/dl while wearing the pod between 1 and 4 hours. Patient felt nervous because when the cannula deployed it did not make the usual sound that the patient is used to and when removed from the infusion site (abdomen), the pod's cannula was found bent to the side. As treatment, patient did self-injection.

Manufacturer narrative:
The device was returned with an empty reservoir. After inspecting the fill septum, two holes were noticed in the fill septum. During the investigation, the reservoir was filled with colored water, and the water exited the distal tip of the soft cannula. The received device had the cannula assembly fully deployed and did not have any damage to the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. The data downloaded from the device did not contain any time outs or drive stalls, showing no struggle during the run.